Event description:
Attempted to use the machine, turned it on and it did not function. Then, it was plugged in and it worked. Taken out of service. Physio control tech here (B) (6) 2010. He indicated that the problem was the power module. The charger circuit was bad and it would not operate off of the battery. The circuit was replaced, the machine was tested per protocol and it functioned as it should.